Event description:
It was reported that the user experienced a low glucose event measured at 44 mg/dl, treated with oral glucose tablets and food, after which glucose returned to normal, followed by high glucose detected overnight on the ilet; the user had performed a full supply change after the low and was advised to disconnect, prime to verify insulin flow through tubing, attach a new contact detach steel infusion set to flowing insulin, and fill tubing only before reconnecting. Symptoms included hypoglycemia followed by hyperglycemia. Outcomes included resolution of the low with self-treatment and subsequent elevated glucose without need for medical intervention. Investigation included user counseling on infusion set and tubing priming to confirm insulin delivery. Investigation of this case revealed no confirmed device malfunction, with focus on verifying flow through the infusion set and tubing to address potential delivery interruption or site-related flow issues. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.